Event description:
A male patient contacted lifecor customer support to report that his battery packs will not charge any more. He stated it has been occurring for the last couple of days. He could not report if they were any lights lit up on the battery charger. He stated that neither battery pack would power up the monitor. Support sent a patient services representative (psr) to the patient. The psr stated that both battery packs would display the symbol with the red line through it when placed in the battery charger. The psr also noted that the charger was plugged into an extension cord with several other appliances. The psr downloaded the monitor. The download revealed a couple "battery pack fault" flags and significant "battery runtime expired" flags. The psr gave the patient two replacement battery packs and a battery charger.

Manufacturer narrative:
Two battery packs. Battery charger. Device evaluation summary: device evaluations of both battery packs, and battery charger have been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last patient to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. The other battery pack and battery charger were fully functional. They were retested and restocked. No adverse event resulted from the faulty battery pack. The patient received replacement battery packs and a replacement battery charger.